Manufacturer narrative:
The philips engineer inspected the system on-site and found that the ground-plate that is part of the design of the wireless foot switch was not installed underneath the wireless footswitch. This ground-plate is installed to prevent the foot pedals from bending. The pedals of the footswitch may bend by using it on a non-rigid and non-flat surface (e.g. Anti-fatigue mats, cables underneath). As a result, x-ray activation may not be possible. No information is available as to why the ground-plate was not installed. A new ground-plate was installed on the wireless footswitch and the system was returned to use in good working order.

Event description:
It has been reported to philips that during a vascular diagnostic procedure the system stopped emitting x-ray when pressing the wireless footswitch pedals. The procedure was completed by using the wired footswitch. No harm to the patient has been reported to philips.